Event description:
It was reported that this pacemaker recorded an event that showed extra deflections on both the right atrial and right ventricular lead channels at the same time. This was an isolated event as presenting showed normal device function. The noise over sensing started and stopped abruptly. This appeared to be external electromagnetic interference. The pacemaker remains in service. No adverse patient effects were reported.